Event description:
It was reported that the pump was implanted in the left flank area. The healthcare provider was planning to move it to the left abdomen as it was bothering the patient. There was no therapy related problem.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump location was causing the patient discomfort. It was noted the patient¿s healthcare professional (hcp) decided to relocate the pump. Additional information received reported the patient had no problems with the pump or catheter. The reporter stated the pump was placed in the right flank by another hcp. It was noted the patient wanted the pump moved to the abdomen as it was hitting their iliac crest.